Event description:
It was reported by service report that the brakes were sliding when locked at the head and foot end. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Brake cam.